Event description:
This report summarizes 52 malfunction events in which the device reportedly overheated. 46 events had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 52 events were reported for this quarter. Product return status: 35 devices were received. 12 devices were not available for evaluation. 5 device investigation types have not yet been determined. 52 devices were not labeled for single-use. 52 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 52 previously reported events are included in this follow-up record. Product return status: 38 devices were received. 13 devices were not available for evaluation. 1 device was evaluated based on historical data analysis.

Event description:
This report summarizes 52 malfunction events in which the device reportedly overheated. - 46 events had no patient involvement; no patient impact. - 6 events had patient involvement; no patient impact.

Event description:
This report summarizes 52 malfunction events in which the device reportedly overheated. - 46 events had no patient involvement; no patient impact. - 6 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 52 previously reported events are included in this follow-up record. Product return status 37 devices were received. 13 devices were not available for evaluation. 2 device investigation types have not yet been determined.